Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead perforated the rv wall of the patient and had caused tamponade. The patient was then sent to the operating room to correct the problem. This rv lead was never in service. No adverse patient effects were reported.